Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "keypad failure (7 key). "Evaluation experienced intermittent operation of the #7 key caused by a failed keypad. The remaining keys were tested and were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a keypad failure (#7 key). It was also reported that there was no patient injury.